Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Tandem¿s t:slim g4 user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Reportedly, the customer wears the pump against their skin. The customer's blood glucose level was 216mg/dl. A system check was performed verifying the occlusion alarms. Reportedly, the customer uses novolin-r insulin in their cartridges and does not follow the proper air removal technique during the load sequence. Tandem technical support informed the customer that novolin-r insulin was contraindicated for use with the pump. After loading a new cartridge during the system check the customer successfully resumed insulin deliveries. Tandem technical support shipped the customer a case for the pump to prevent temperature changes.